Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that patient increased stim to 1.4v on the right and 1.5v on the left but saturday or sunday morning, it said patient was at 2.v. Patient confirmed he moved settings back to where he wanted them and today "its correct this morning though so its holding it now". No patient symptoms or harm were reported

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.